Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the cutter device broke. It was not reported that there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement. It was reported that there was no harm or injury to the patient. There were no reports of medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Please note that the incorrect date of manufacture (dom) was inadvertently entered into the initial medwatch report. Upon further investigation the correct dom has been obtained and entered in this supplemental medwatch report. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed under 10x magnification. It was observed that the device met all dimensional specifications. It was determined that the cutter was exposed to excessive lateral force during use. It was further determined that the device, a twist drill, that was used in the procedure is designed for plunge cutting hole only. It was stated that the device is not designed for side cutting and will fracture when this is attempted, as demonstrated in this event. The assignable root cause of the component damage was determined to be due to misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.